Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station rh_n4s_a remote manager failed, unable to recover and customer stated that latch needed to be replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and was not recovered and latch need to be replaced. A field service engineer (fse) replaced the latch for the remote manager, and the nuts on the hasp were confirmed to be intact. After readjusting the hasp, the nuts were broken as required. The unit was tested in the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.